Event description:
Radiometer complaint reference: (B)(4). According to the complaint, the user used a safepico70 (lot number: re54) to draw sample from a patient. The blood drawn was successful and the air was expelled normally. The sample was placed on the counter and when the user went to grab the sample again, the cap flew off the syringe spraying blood up the wall and on her chest and arm with force. The user did not get the blood in her eyes or mouth.